Event description:
A patient reported blood glucose results of "6.6 mmol/l and 13.3 mmol/l" with a lifescan meter, performed within 10 minutes of each other. The meter, test strips, and control solution are being replaced.